Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on september 20, 2021, it was found that the forceps elevator had foreign material due to insufficient cleaning.there was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of local service department. The exact cause of the reported event could not be conclusively determined. Based on the past similar cases, olympus presumed that the phenomenon occurred due to the following possible causes. A) user's reprocessing around forceps elevator after procedure was insufficient. B) foreign material on forceps elevator got dry and adhered since the user did not reprocess device immediately after procedure.